Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main gauge lost pressure during use. There were unknown patient harm or adverse effects associated with the event.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected h3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through a performance check test as the manometer was not working as intended. A loose positive end-expiratory pressure (peep) and frequency screws were also identified on the test. The manometer, peep, CPAP were replaced. The relief valve and tidal volume were found also out of tolerance and were all adjusted to tolerance. The device passed all functional tests.